Event description:
It was reported that the patients scs system was explanted for an unknown reason on an unknown date in the past. The patient has since been re-implanted.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received. A case of unknown explant was reported to abbott. Rep stated they did not have any information regarding this event. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.